Event description:
It was reported that the pump¿s infusion set connector fractured during a supply change when the user manually twisted the connector, leaving broken fragments in the chamber; the user had been reusing connectors due to limited supplies and could not remove the broken pieces, and the device remained powered but was difficult to use, prompting replacement and instructions for shutdown, data sync, and return. Symptoms included no injury. Outcomes included device replacement and planned return of the original unit. Investigation included collection of incident details, request for photos, and arrangements for device return and evaluation. Investigation of this case revealed a damaged connector component consistent with user-induced mechanical breakage and inability to remove broken parts from the pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage of the connector and subsequent functional impairment of the pump interface.